Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This nurse provided limited information for this safety report.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to exacerbation of congestive heart failure, secondary to fluid volume overload. While admitted, the patient experienced respiratory distress and was intubated. On an unknown date in (B)(6) 2014, the patient was extubated and discharged from the hospital. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's complaint of exacerbation of congestive heart failure signs and symptoms, including fluid volume overload, have resolved.